Manufacturer narrative:
On 30-nov-2018, a customer reported that he obtained in (B)(6) 2018 a false negative sample after a nucleic acid extraction on emag® system (ref 418591 - sn (B)(4)) on a qcmd (quality control for molecular diagnostics) sample (urine) when testing the polyomavirus. The expected results for this sample is a positive result. A biomérieux investigation was conducted. The investigation confirmed that no error message was displayed but it was determined that the matrix selected by the user on the software was "other" while the sample matrix loaded was urine. The customer should have selected the matrix "urine." In the emag users documentation : emag extraction method user manual (ref 1611506730_b) , and emag user manual ref(161150643_c) provided to each user, it is described that "urine" sample must be used with "urine" matrix in the user software. Selecting the matrix "other" in emag software interface disables all the alarms linked to the pipettor. In the emag users documentation, the "other" matrix use is described. The user is made aware that this matrix must be selected only if the sample is not part of the validated matrices and it is the responsibility of the user's laboratory to validate the sample associated to "other" matrix. It is also written that the selection of "other" matrix disables the alarm of the pipetting system to allow the necessary flexibility of the system. The investigation concluded that user did not use the right proper matrix : other instead of urine.

Event description:
A customer in (B)(6) notified biomérieux of false negative results associated with emag® (reference 418591). The customer reported obtaining false negative results and thought the sample was just not pipetted, but believed there would have been an error message. There was no error message on the system. There is no indication or report from the laboratory or physician that the discrepant result led to any adverse event related to a patient's state of health. An internal biomérieux investigation will be initiated.